Event description:
It was reported that impedances were abnormal when the lead and extension were connected, intra-op. The physician tried to reconnect the lead and extension multiple times, but received abnormal results every time. Another extension was connected and the impedance check came back normal. The new extension was used in the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: na, explanted: na, (B)(4): analysis of extension model 37081, serial# (B)(4) showed no anomalies. The continuity was checked with a known good lead completely inserted into the distal end of the extension.